Manufacturer narrative:
Cc updated with film review. During treatment of a left iliac artery lesion, after the palmaz genesis opta pro did not pass through the left iliac artery stenosis, during removal, before the stent delivery system was pulled back into the sheath introducer, the stent dislodged and migrated in the vessel. The stent was retrieved by using a sling/loop. The procedure was completed successfully with another genesis stent. The target lesion in the (B)(6) male was described as heavily calcified. The product looked normal when taken from the packaging. The product was properly inspected and prepped. The target lesion was described as heavily calcified. There was no difficultly accessing the lesion with a guidewire. A 6fr terumo sheath introducer was used. A non sterile stent from a pg on opta pro 6.0mmx18mm, 80cm was returned detached and included on unknown snare and gc coiled inside a bag. Residues of blood were detected inside of the returned device. The stent was found stuck inside of the gc and it was found compressed. No balloon and catheter body was returned. The stent was reviewed under microscope at 25x of magnification and the stent was noted very damaged and found to be compressed by the snare's loop. The stent was not expanded. A review of the manufacturing documentation and it was observed during review that no non-conformances or excursions were generated and no other incidents were noted for this lot. Review of the provided procedural film was review by an independent interventional radiologist who reported the following: observations: a single cd-rom containing multiple cine images are submitted for review. Initial image is a pelvic arteriogram. Access is from the right common femoral artery and a sos omni catheter is positioned over the aortic bifurcation. There is a calcified stenosis of the left hypogastric artery. Subsequent images show dislodgment of a genesis stent in the right external iliac artery. There appears to be calcified high-grade stenosis of this artery however full evaluation is limited as no contrast images are provided. The stent is lodged within this high-grade stenosis. Subsequent images show advancement of this stent beyond the stenosis and is now dislodged from the balloon catheter but still on the guidewire. The stent is snared using a gooseneck snare device from the contralateral groin. The sheath is then advanced over the aortic bifurcation and positioned into the left hypogastric artery origin. A second genesis stent is placed without difficulty with an excellent angiographic result. Impression: this complaint involves a (B)(6) gentleman undergoing endovascular treatment of a left hypogastric artery stenosis via a contralateral groin approach. The stent could not be advanced beyond an apparent high-grade eccentric calcified right external iliac artery stenosis. Upon additional attempts to advance the stent the stent dislodged off the deployment balloon. This required retrieval of the stent with a gooseneck snare. A second stent was deployed uneventfully within the left hypogastric artery origin with an excellent angiographic result. The reviewer reported that this complaint does not represent product malfunction. The complication experienced in this procedure is result of operational and technical considerations related to a suspected high grade stenosis remote from the target lesion. It was further stated that the treating physician handled the situation correctly and the patient was not harmed. The reported stent dislodged was confirmed. Procedural factors appear to have impacted the event. There are no identified contributing manufacturing issues based on the film review, device history record review, and available information. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During treatment of a left iliac artery lesion, after the palmaz genesis opta pro did not pass through the left iliac artery stenosis, during removal, before the stent delivery system was pulled back into the sheath introducer, the stent dislodged and migrated in the vessel. The stent was retrieved by using a sling/loop. The procedure was completed successfully with another genesis stent. The target lesion in the 74 (B)(6) male was described as heavily calcified. The product looked normal when taken from the packaging. The product was properly inspected and prepped. The target lesion was described as heavily calcified. There was no difficultly accessing the lesion with a guidewire. A 6fr terumo sheath introducer was used. The procedural film review by an independent interventional radiologist is pending. A non sterile stent from a pg on opta pro 6.0mmx18mm, 80cm was returned detached and included on unknown snare and gc coiled inside a bag. Residues of blood were detected inside of the returned device. The stent was found stuck inside of the gc and it was found compressed. No balloon and catheter body was returned. The stent was reviewed under microscope at 25x of magnification and the stent was noted very damaged and found to be compressed by the snare's loop. The stent was not expanded. A review of the manufacturing documentation and it was observed during review that no non-conformances or excursions were generated and no other incidents were noted for this lot. The reported stent dislodgement was confirmed. The exact cause of the stent dislodgment cannot be determined based on the analysis of the returned devices and without the return of the stent delivery system. However, procedural factors and vessel/lesion characteristics may have contributed to the dislodgment during withdrawal after inability to pass through the stenosis. There are no identified contributed manufacturing issues based on the device history record review and available information; therefore, no corrective actions will be taken at this time.

Event description:
Before the stent reached the sheath introducer during removal, the stent separated and migrated in the vessel. The patient is a (B) (6) male. The target lesion was the left iliac artery. The product looked normal when taken from the packaging. The product was properly inspected and prepped. The target lesion was described as heavily calcified. There was no difficulty accessing the lesion with a guidewire. The lesion was not pre-dilated. When the device was advanced toward the lesion it, would not pass the stenosis. Therefore, the physician attempted to pull back the stent, but before the stent reached the sheath introducer (6fr terumo), the stent separated and migrated in the vessel. The stent was retrieved by using a sling / loop. The procedure was completed successfully by another genesis stent.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.